Manufacturer narrative:
Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. This report is being submitted pursuant to 21 cfr part 803 based on information made available to hologic through litigation. Consistent with 21 cfr 803.16, the submission of this report is not intended, and shall not be construed, as an admission, acknowledgment, or confirmation by hologic that the device caused or contributed to the reportable event.

Event description:
Hologic has received correspondence arising from litigation. The litigation alleges that a patient underwent a left breast lumpectomy with biozorb placement on (B)(6) 2019. It is alleged that the patient "experienced postoperative wound-healing complications, including a skin reaction to methylene blue with a focal area of skin necrosis, which required office debridement. Due to these wound issues, her planned radiation therapy was delayed." It is further alleged that on (B)(6) 2019, the patient was "found to have partial exposure of a foreign body at the surgical site, identified as the previously implanted biozorb marker." It is reported that the biozorb device was removed on (B)(6) 2019. This report is being submitted pursuant to 21 cfr part 803 based on information made available to hologic through litigation. Consistent with 21 cfr 803.16, the submission of this report is not intended, and shall not be construed, as an admission, acknowledgment, or confirmation by hologic that the device caused.